Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed the displacement test and basic occlusion test. The occlusion and excessive no delivery alarm tests could not be performed due to the prime anomaly. Noisy motor was noted during rewind due to faulty motor. The device also had a cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that her doctor indicated that the insulin pump was not acting properly and was making a loud noise during rewind. Blood glucose value was 161 mg/dl. Troubleshooting was not performed. The device was returned for analysis.